Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification and calcification (approx. 10%). Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture discovered via MRI. Additionally discovered was a "malignant nodule" which has been deemed not related to the device. The device has been explanted.

Event description:
Healthcare professional reported left side rupture discovered via MRI. Additionally discovered was a "malignant nodule" which has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.